Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no injury or harm reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.